Event description:
It was reported through the filing of a lawsuit that allegedly on or about (B)(6) 2011, the patient was implanted with an lfit v40 femoral head and accolade tmzf v40 hip stem. It is further alleged that in (B)(6) 2022, he was diagnosed with metallosis and metal poisoning and had to undergo medical treatment and surgery to try to cure his illness.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned to the manufacturer.